Event description:
It was reported that the patient came back from hip replacement surgery. A heparin drip was hung; 2500 units heparin/250ml solution. The nurse came back in 1 hour to check on the patient and the infusion was fine. The nurse came back in 2 hours to check on the patient and 1/2 of the heparin bag had infused. The heparin was stopped. The 1st set of lab tests came back within normal limits; however, the 2nd set of lab tests came back abnormal. The patient had to be transferred to the medical intensive care unit for observation and received 2 units of blood. Reportedly, the patient developed a hematoma in the area of the incision and 2 days later was taken to surgery to drain the hematoma. The patient was discharged to rehabilitation. Though requested, no additional information was available.

Manufacturer narrative:
Patient information requested as of early 2009, and all available information is included. This report was filed by the manufacturer. The device was received. Investigation is not complete.